Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. The returned device was evaluated by the bench repair technician. During testing, the technician was unable to fully test the speaker while installed in the unit; however, diagnostic testing using the designated test tool confirmed that the speaker produced no sound. Based on these findings, the speaker was determined to be nonfunctional and was replaced. Following repair, the device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.